Manufacturer narrative:
Occupation was lay user/patient.

Event description:
Customer complained about discrepant inr results between his coaguchek xs meter (B)(4) and a lab that uses an unknown reagent. At 12:00 pm the customer tested on their coaguchek xs meter (B)(4) and the result was 5.1 inr. The customer retested from the same finger at 12:01 pm and the result was 5.6 inr. The customer then had a venous lab test done at 3:30 pm and the result was 3.7 inr. Customer used the same fingerstick for the second meter test. Product labeling states to use a new fingerstick when repeating the test. The customer's coumadin dose was not adjusted based on the meter results. There was no allegation of an adverse event. The customer's therapeutic range is 2.5-3.5 inr. Customer does not have any hematocrit issues and does not have antiphospholipid antibodies. Customer is not on heparin or any direct thrombin inhibitors. Customer did not report any new medication, new illnesses or diet changes. Customer did not display any signs of bleeding or bruising. Retention test strips (304974) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.